Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient developed a blood glucose (bg) level of "600 mg/dl" on (B)(6) 2011. The patient's normal bg levels range from 150-250 mg/dl. After changing the patient's site and set, and giving correction boluses, the reporter claimed that the patient's bg level came down to normal range within 2 hours. The patient reportedly had trace ketones during the time of concern. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level that meets animas' criteria for a serious injury while using the pump. It is unclear if the patient's injury was attributed to a site and/or set issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.